Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of failed battery test alarm. Customer's blood glucose reading was 78 mg/dl when he sat down to eat. During troubleshooting for failed battery test, it was found that battery contacts were not missing or damaged. Neither battery compartment nor spring were damaged or corroded. After troubleshooting, customer was not able to clear alarm. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no failed battery test noted. The insulin pump received with cracked reservoir tube lip and minor scratches on display window noted.